Manufacturer narrative:
No product will be returned for evaluation.

Event description:
In 2009, the pt reported that a couple of weeks ago, the infusion device adapter leaked insulin and he experienced elevated blood glucose of 360 mg/dl as a result. He stated that he had consistently elevated blood glucose for 4 days and he bolused large amounts of insulin. He then discovered insulin leaking from the top of the adapter. He changed the adapter and the battery and corrected his blood glucose. He stated that the adapter had been in use since 2008, and it did not appear to be damaged. He was educated on the proper time frame for changing the adapter. The pt did not require medical assistance from a healthcare professional or second party to address the issue. The alleged adapter was discarded. No product will be returned for evaluation.